Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the image processor circuit board was defective. The circuit board was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had no image while fluoroscoping. Prior to this it was commented that the images were very grainy. There was no adverse pt involvement reported. There was no pt info reported.